Manufacturer narrative:
The technician found the graphic caregiver interface screen went black and the function is not responding as designed. The bed was removed from the facility and is at the hill-rom service center for inspection. An engineering investigation will be performed. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The account reported that the bed was going into chair position on its own twice in the same day. The bed was located at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).